Manufacturer narrative:
D10 concomitant products: 88861953-32j, 88861953-32j 4-0 45cmblkcv-22dt5, (lot number: d5a2300y) 88861953-32j, 88861953-32j 4-0 45cmblkcv-22dt5, (lot number: d5a2300y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a dural closure, during suturing, the needle was broken on the central part, but it did not fall into the patient's cavity. The same issue occurred on the second and third needles. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. Visual inspection of the opened samples noted five needles. No sutures were returned. Three of the needles were received broken. One needle was received bent 1/3 of its length away from the tip. One needle was returned with tool marks at the tip. Upon microscopic inspection, instrument marks were observed near the break and bend sites. It was reported that the needle was broken on the central part, but it did not fall into the patient's cavity. The same issue occurred on the second and third needles. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: bent needle. The product analysis noted evidence that the device was not used as intended. These issues could occur if the needle was grasped near the swaged end or the tip and could cause bends, breaks, or damage to the connection between the needle and the suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.